Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with 510k number k200090. Evaluation summary it was caused due to the external noise. In addition, we confirmed that the operation channel damage, the air/water nozzle clog, the segment steel braid damage, the bending rubber leak, the insertion flexible tube (ift) damage, the objective gluing damage, and the lg prong top assy damage; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Noise in us image, visible especially in far distance we asked for further details and for the filled request presentation.